Event description:
It was reported that a spectrum iq infusion pump had an issue of low volume. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B) (6). The device was received for evaluation. During functional testing, 'volume too low' was reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be detached speaker. Rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.